Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03643 & 03664)

Event description:
Patient underwent a left total hip revision procedure approximately three months post-implantation due to shell loosening and a screw fracture. All components were removed and replaced.

Manufacturer narrative:
(B)(4) lot 3707497.(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Added: concomitant medical products -tprlc 133 mp type1 pps ho 10.0., g7 neutral e1 liner 36 mm e, cer bioloxd option hd 36 mm, cer option type 1 tpr sleve +3. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.